Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2018-01242. It was reported the patient underwent surgical intervention for a resection of a granuloma. Reportedly, during the procedure the physician had to cut the patient's scs leads. Consequently, additional surgical intervention may be taken to revise the patient's scs system.